Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use, 5 ml foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: issue: fiber found in the product allegation: customer requested compliant filed for cat #1482945 - a black fiber particulate was found in 5ml syringe once filled with drug. Product lot #2095445. Contacted vendor, spoke to xxx ave case (B)(4). Po #7018544.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
B3. Date of event is unknown; awareness date has been used for this field. H3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use, 5 ml foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: issue: fiber found in the product. Allegation: customer requested compliant filed for cat #1482945 - a black fiber particulate was found in 5ml syringe once filled with drug. Product lot #2095445. Contacted vendor, spoke to xxx ave case (B)(4) po #7018544.